Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced a kinked in 2 infusion sets cannula. The events occurred on (B)(6) 2024 within 3 hours of insertion. The insertion site was at abdomen and upper buttocks. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 2 of 2.